Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid during the trial procedure. A blood patch was performed to resolve the issue. Follow-up indicated that the patient completed the trial successfully with effective pain relief.